Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display had lines running across it. The lcd was replaced and the unit functioned as designed.

Event description:
It was reported that there were lines on the display. There were no consequences or impact to patient.